Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The coil was not returned and as per the complaint it was successfully deployed in the aneurysm. The pusher system is per specification and no cosmetic issues were found. Since the coil was not returned, the investigation could not be completed. Based on the available information the evaluation cannot confirm the reported complaint, the coil unwound because of mishandling during loading of the coil in the glide cath. Therefore, the possible root cause of the complaint cannot be determined. (B)(4).

Event description:
It was reported that during the treatment of an internal iliac artery, the embolization coil was deployed properly. However, upon deployment the proximal end of the coil appeared to have stretched and remained in the glide cath. The coil was pushed with a glide wire and upon additional manipulation the glide catheter kicked out of the internal iliac artery and the filar wire came back into the common iliac up to the aorta bifurcation. It was indicated the coil was damaged from all the improper handling while trying to load the coil. No patient harm or injury was reported.